Manufacturer narrative:
Unique identifier (UDI) #(B)(4). The field service representative found an issue with the rinse mechanism nozzle. The fluidic line was compromised, which caused the rinse levels to not adjust. He cleared and cleaned the line and adjusted the rinse levels. He verified the instrument was operating correctly by performing checks. The customer performed qc with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable etoh2 ethanol gen.2 and ise indirect k for gen.2 results for 1 patient sample on a cobas 6000 c (501) module. The initial etoh2 result was 144 mg/dl. The initial result was reported outside of the laboratory. The result was questioned by the patient's family, who asked for the test to be repeated. On (B)(6) 2021, a second plasma sample from the patient was tested and the etoh2 result was 10 mg/dl with a data flag. A urine sample was also taken and the result was 10 mg/dl with a data flag. On (B)(6) 2021, the original sample was retested and the repeated etoh2 result was 10 mg/dl with a data flag. The repeated result was believed to be correct. The sample result was confirmed by using gas chromatography. The initial potassium result was 7.35 mmol/l. The initial potassium result was not reported outside of the laboratory. The test was repeated due to the etoh2 being questioned. The repeated potassium result was 5.09 mmol/l. The repeated result was believed to be correct. The reagent and electrode lot numbers and expiration dates were requested, but not provided.

Manufacturer narrative:
The customer's provided calibration results on an unknown date were ok. The customer's qc results were within the acceptable range. There was no indication for a performance issue of reagent. The customer performed a visual inspection of the patient's sample and no abnormalities were found. The investigation reviewed the system's alarm trace and found an abnormal probe sucking alarm. This is an indication of possible poor sample quality. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.